Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. PMA/510(k) number: pre-amendment. Investigation: evaluation: reviews of the complaint history, device history record, drawing, manufacturer¿s instructions, quality control procedures, and a functional test & visual inspection of the returned device were conducted during the investigation. The device in question was not returned for investigation. However, 31 devices were returned in unused, unopened condition for investigation. The devices appeared to have welds on the distal tip, no mandril or safety wire protrusions, and no apparent nonconformance's. The distal end of each wire guide was tugged forcefully during the functional test, and all remained intact and maintained form. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record did reveal one nonconforming event which could contribute to this failure mode. This nonconformance was for incorrect coil tension. While this nonconformance is potentially related to the reported failure, it should be noted that the effected unit was scrapped from the lot and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a coons interventional wire guide "broke" on a "biliary patient". Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.